Event description:
Related manufacturer reference number: 3006705815-2023-06160. It was reported that one of the patient's leads was fractured. During a surgical intervention on (B)(6) 2023 intended to replace the lead, it was found that the patient's leads were bound together by scar tissue, and the intact lead was moved inadvertently. Both leads were explanted and replaced during the procedure on (B)(6) 2023 to address the issue. It is unknown which lead was fractured and which was inadvertently moved during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.